Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10, and h11. Visual examination of the returned product/provided pictures confirmed there was a hair-like particle within the sterile packaging (approximately 4.00 sq mm). The packaging does not meet the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan

Event description:
It was reported that during inspection, the device was found to be nonconforming as there was hair-like substance inside the sterile packaging. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.